Event description:
**Update** (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information for left side and dates of implantation for both right and left side. Right side has not been revised. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Litigation papers allege:bilateral patient was implanted with depuy asr hip implants on (B)(6), 2008 and (B)(6), 2010. Patient has experienced physical injury, pain, bodily impairment, and high levels of toxic metal in her blood stream. Patient will be required to undergo revision surgery.***update: (B)(6) 2012 - the sales rep has reported the revision surgery for the left side. Patient was revised to address acetabular cup loosening, high ion levels, and pseudotumor.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.